Event description:
It was reported that the user¿s charger did not function despite outlet changes guided by a representative, and a replacement charger was arranged. Symptoms included no clinical symptoms. Outcomes included no impact on health and no alerts or alarms. Investigation included customer service troubleshooting and verification of use conditions. Investigation of this case revealed a suspected charger malfunction that persisted after outlet changes, consistent with a nonfunctional power supply component. It was concluded, based on established findings for similar reports, that the cause was a defective charger.